Manufacturer narrative:
Correction: related report number grid populated.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on xx march 2024. Medwatch report is (B)(4).

Event description:
It was reported that bd nexiva 22ga x 1.00 in dp with maxzero is tubing is missing the clamp. The following information was provided by the initial reporter: bd nexiva closed IV system did not have a safety clamp. 18 jun. 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, complication or negative outcome 2. Was there any leak? Unknown.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383572 and lot number 3270929. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information.